Manufacturer narrative:
Other relevant device(s) are: product ID: 9733467, serial/lot #: unknown. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. There was no patient involvement. Surgeon profiles were not seen on the surgeon screen and could not be created/saved. No complications were reported/anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 9734477, serial/lot #: (B)(4). The computer was returned to medtronic for analysis. Testing confirmed the reported issue and revealed that there was a hard drive malfunction. The investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The issue was confirmed. The software was reinstalled; no parts were replaced pertaining to the reported complaint. The computer was replaced due to an unrelated issue found during system checkout. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated the software was reinstalled and the system was now working.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. The computer for the navigation system was returned to the manufacturer for evaluation. However, results are not available at time of filing. If information is provided in the future, a supplemental report will be issued.